Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 19, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy with stone removal and laser procedure in the ureter and kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis versapulse 100 laser console. According to the complainant, during the procedure, the laser fiber stopped working and the fiber connector got hot. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.